Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 254mg/dl. The customer's blood glucose level was as high as 534mg/dl. The customer states they treated with pump. The customer states they would call back at a later time in order to troubleshoot. The customer states they would be speaking with their healthcare provider.